Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to pain performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. During previous surgery, patient's glenoid got fractured and surgeon decided to proceed with hemiarthroplasty. During revision surgery, surgeon explanted the cta humeral head (code 1323.09.540, lot# 1408499), the adaptor (code 1352.15.200, lot# 1600998) and the reverse humeral body (code 1352.20.010, lot# 1711990) and converted to smr reverse with a custom made glenoid. According to the info received, patient is rheumatoid and has poor bone quality. Event happened in (B)(6).